Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745bp, serial/lot #: (B)(6) h3: analysis of the 97745bp patient programmer (ptm) serial number (B)(6) revealed it was out of electrical specification. H3: analysis of the 97745 patient programmer (ptm) serial number (B)(6) revealed dead main pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated patient has been having trouble connecting to ins with recharger, it has been taking longer to charge and these issues have progressively gotten worse. Patient also noticed the recharger is frayed at the cord/paddle connection. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported. Additional information was reported that the pt was unable to charge their implant; the controller and belt weren't charging it. Caller then said the implant was dead and pt was in an extreme amount of pain. Caller said like 2 days ago charging stopped, then pt could charge a little bit, but today they couldn't charge again. Caller reported pt would just see can't find the device. Troubleshooting was unable to be performed as caller was not with the pt or equipment. Patient services (pss) reviewed to have pt call back with equipment for troubleshooting. Additional information was received from the patient. It was reported that he accidentally sent his whole kit back to repair - pt stated he sent back the wrong recharger (rtm) so he needs that sent back to him - pt added that the controller he sent back is not working. Called repair and repair found the return product. Repair verified that the controller won't power up and the li battery is dead; pins are bad/bent pins. Additional information was received. When asked about the cause of the charging/connection issue, the pt stated the remote wouldn't charge and it had an extremely hard time charging their implant. They were not able to get relief since the remote was not working. When asked about the intervention planned/taken to resolve the issue, the pt stated they had received a new recharger, but the remote still had issues; the issue was not resolved when asked the resolution of the issue, the pt stated they were expecting to receive a replacement remote. Patients wife called in to report that replacement equipment was received; however, rtm is not communicating with ins for recharge. Caller was not with pt for pss to collect serial numbers and troubleshoot. Caller said they will have patient call back with external devices present. Pt called back with equipment present. Pt noted when they go to charge their implant the controller will say looking for a device then the screen will flash then the screen would go back to the unlock screen. Pt could not charge their implant anymore. During call pt confirmed that the controller charging port was damaged for there were no pins; when pt examined the rtm they noticed that there were no pins and prongs on the rtm. Pt noticed the rtm plug part broke off and was stuck in the controller.